Event description:
The device was returned for a set ID failure. Device was reverted and failed set ID functional testing. No physical damage was found around the set ID. There was physical damage to a screw mount of the pneumatic plate.

Event description:
The following has been reported: biomed reported: pump received from our ed department that will not recognize a cassette. Customer verified this by using test set and received the same results. Customer called the department to see if there was any patient involvement but the nurse who placed the work order left for the day and this information was not entered. The serial number is (B)(6). A preliminary review identified the following issue: (sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.